Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unknown. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the clip cut the vessel, or did the jaw of the device cut the vessel? As far as comprehensible the clip. Was there any other patient consequence besides vessel being severed? Bleeding - longer operation time. How was the procedure completed? With another clip. Was there any change to the procedure? No. Was there any change to post-op patient care? Not known. Is the product code for the device known at this time? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code for the device that was used in the procedure?

Event description:
It was reported that during an unknown procedure, complication (intra-op): vessel was severed ¿ ¿during clipping of a vessel loop.¿

Manufacturer narrative:
(B)(4). What is the product code for the device that was used in the procedure? Mcm30. Lot # r40007. How was the procedure completed? With another clip with another clip (competitor) and suturing.